Event description:
The patient had a left broken ankle. The surgeon attempted to lock the screws into the plate, but the screws would not lock. The surgeon used the 2.0 mm threaded drill guide when she drilled with the 2.0 mm drill. The surgeon used the torque limiting attachment and then further tightened the screw into the plate. Upon further tightening the screws lost purchase in the plate and stripped out. This happened in two different holes. The surgeon tried three different screws and they all stripped. The surgeon then asked for another of the same size plate. The plate and screws were switched out and the surgery was continued with no further issues using the same technique as described above. There was an estimated two to three minute surgical delay. The patient outcome was reported as good. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 2.7mm/3.5mm variable angle locking compression plate ankle trauma system is intended for fixation of the ankle for individuals in which the growth plates have fused. The system is for the fixation of osteotomies, fractures, non-unions, mal-unions, and replantation of bones and bone fragments in the tibia and fibula. The technique guide was reviewed for the proper use of the implants associated with this complaint. Four implants were returned in conjunction with this complaint, one 2.7mm variable angle locking compression plate lateral distal fibula plate, left (part 02.118.405, lot 7692330, manufactured june 2014) along with three screws (02.211.020 and 02.211.018 (x2) lot numbers unknown). The complaint against these parts is that the screws would not seat in the plate. The surface of the returned plate does not show obvious signs of wear, however two of the holes have slight damage to the threaded surface (they likely became partially stripped due to the over angulation of the screws during insertion or during the removal process). The drawing for this plate was reviewed and the design, materials, and finishing process were found to be appropriate for the intended use of this implant. This complaint could not be confirmed, as the plate met specifications and the slight damage to the threads could be attributed to the screw removal process. The screws not locking to the plate initially was likely caused by over-angulation of the screws upon insertion. The design of this implant did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.